Event description:
A female pt rec'd coolsculpting treatment with the coolcore applicator (6.3) on her upper and lower abdomen on (B)(6) 2012. The pt returned to the office on (B)(6) 2013 at which time the office noted that she had firmness and tenderness on her upper abdomen only. The office also noted that the pt noticed the onset of symptoms on (B)(6) 2012. Zeltiq was then informed on (B)(6) 2013 that the pt noticed an enlargement after each of the three treatments. Zeltiq rec'd photos of the three treatments. Zeltiq rec'd photos on (B)(6) 2013 that confirmed the enlargement on the upper abdomen. The pt has also reportedly gained eight pounds from (B)(6). It is likely that intervention will be required to treat the condition, making this reportable. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new info is rec'd about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction occurred during treatment. See scanned page.